Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. (B)(6). Correction number: 2531779-03/24/2010-003-r.

Event description:
The pump was returned to animas for evaluation. During evaluation the force sensor was found to be out of calibration. This report is being made based on investigation results.